Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacturer.

Event description:
It was reported that approximately 3 days post implant of bifurcated device, an infrarenal aortic extension, and a suprarenal aortic extension, a proximal type I endoleak was identified on a computed tomography scan. The patient was treated with a suprarenal aortic extension which successfully corrected the endoleak. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. However, operative notes, computed tomographic reports and computed tomographic scans were provided by the hospital, and reviewed by clinical representative. Based on the review, the patient presented with endoleak type I and it was confirmed with CT on (B)(6) 2012. Severe angulation was noted at the proximal neck. An extension was placed to correct the endoleak on (B)(6) 2012 and it was confirmed with CT that no endoleak was present post the extension implant. Most likely cause of the endoleak was proximal angulation at the neck of the aneurysm. There is no indication that the device may have caused or contributed to the event. Endoleaks are a known risk of the procedure, as identified in the product labeling.